Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 490 mg/dl with polyuria, polydypsia, and numbness in their feet associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and self-treated with an insertion site change and insulin via their pump. It was reported that the loss of prime had occurred greater than 3 times. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a loss of prime issue.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.